Event description:
The ge oec 9800 fluoroscopy system had a cold boot issue, where it would take several cycles for the system to properly boot in the morning.

Manufacturer narrative:
A ge oec svc rep investigated the issue and replaced the hvsr board. The generator was re-calibrated. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.